Event description:
It was reported on (B)(6) 2019 ¿ 4fr PICC lot recv2203 catheter cracked at 7cms.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fracture is confirmed and the cause appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. A valved luer cap was attached to the hub. The 0 and 7 cm depth markers were observed to be faded. A circumferential split was present between the 6 and 7 depth markers. Two points of curvature were observed between the proximal end of the catheter and the 10 cm depth marker. The catheter was trimmed at the 49 cm depth marker. Two additional points of curvature were observed between the 20 and 35 cm depth markers. The catheter was flushed with water and a leak was observed near the 7 cm depth marker. The catheter appeared to be partially occluded. Microscopic observation of the split surface revealed it to be rough and granular. The depth marker near the split was partially faded. The material at the split corners was observed to be whitened. The catheter was cut 1 cm distal from the split. The wall thickness was measured and found to be within specification. Based on the characteristics of the split, possible contributing factors include material fatigue caused by kinking and tensile damage. Since a split was observed, the complaint is confirmed. A caution in the instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recv2203 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2203 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2019 ¿ 4fr PICC lot recv2203 catheter cracked at 7cms